Event description:
The customer observed discrepancies between architect c8000 and blood gas co2 results as follows: architect = 12 meq/l, blood gas (unknown method) = 24. The customer reported the blood gas result of 24 out of the laboratory. The customer stated the architect c8000 analyzer and water systems were ok and controls were in range and reproducible. Abbott field service had recently performed water station maintenance including filter changes, disinfection and demineralization procedures and resin changes. The customer was asked to re-run the discrepant samples and follow up, however, no further information was provided by the customer. The customer changed to a different co2 analyzer method. There was no known impact to patient management.

Manufacturer narrative:
This customer's issue was initially reported under manufacturer report number 1415939-2011-00592, however, the incorrect suspect medical device manufacturer name, city and state was selected and submitted. The customer's issue has been documented under manufacturer report number 1628664-2011-00639 and any further information will be documented under manufacturer report number 1628664-2011-00639.

Manufacturer narrative:
No consequences or impact to patient; incorrect or inadequate result. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.